Event description:
A distributor in south africa reported that a rt265 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare (f&p) new zealand for evaluation. Our investigation is thus based on our knowledge of the product. Results: the customer reported that a rt265 infant dual-heated evaqua2 breathing circuit failed the pre-use leak test. Conclusion: without the return of the complaint device or a photo of found damage, we are unable to determine the cause of the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use.". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.". "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that a rt265 infant dual heated evaqua2 breathing circuit failed the pre-use leak test. There was no patient involvement.